Manufacturer narrative:
(B)(4). Additional 510k number: k072642.

Event description:
It was reported that the abutment screw (ilrghg) loosened.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® large hexed screws (ilrghg) was returned for investigation. Visual inspection of the as returned product identified no signs of damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. X-ray images were provided. The x-ray image was reviewed by a subject matter expert and the loosening event could be verified. Review of appropriate documentation: documents reviewed: surgical manual: tapered & parallel walled implants instsm rev h 08/18. Information identified: applicable information can be found in the torque matrix - internal connection section. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. It was reported that the abutment screw loosened. Based on the available information, the reported event could not be verified. Additionally, it should be noted that the complaint description reports that the screw was re-tightened, which is against the product's single-use only designation. See biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015 warnings section. A root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4).